Event description:
It was reported that during a foot/ankle procedure at the user facility, the loaner core universal driver stopped working, resulting in a 40-70 minute delay. The procedure was completed successfully using back-up equipment with no medical intervention or adverse consequences reported.

Event description:
It was reported that during a foot/ankle procedure at the user facility the loaner core universal driver stopped working, resulting in a 40-70 minute delay. The procedure was completed successfully using back-up equipment with no medical intervention or adverse consequences reported.

Manufacturer narrative:
The device was repaired and placed back into stryker stock.